Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported there were difficulties with registering. It was noted the images being used were to protocol, however there were issues getting the registration value below 5.0. After multiple attempts the best registration was 3.2. The surgeon verified on known anatomical landmarks and stated it was ¿reasonably accurate¿ but still felt some inaccuracy. While checking registration attempts, the system would load them to 79. After the procedure, a manufacturer representative was able to perform demo registrations on head 3 with tumor and resin head models and it was found to be accurate. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received from technical services (ts) reviewing the archives. Ts recommended using more anatomy and using some touch points to make registration more accurate.